Manufacturer narrative:
A device history record review for the reported lot showed that the order was built and released per specification. The returned sample was visually inspected and it was found that the drip chamber had been cut off by the customer. A drip chamber from lab stock was used to complete the testing of the cassette. The sample was functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was poor aspiration during the ultrasound portion of a cataract procedure. The pack was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.